Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance measurements on this implantable cardioverter defibrillator (ICD) were high and out of range. Impedance measurements had reportedly been increasing gradually over the past year. Boston scientific technical services (ts) discussed shock lead impedance testing or continued monitoring as options. No adverse patient effects were reported. This device remains in service.